Event description:
It was reported, approximately three years and seven months post implant during a follow-up, battery voltage read 2.62v. However, recommended replacement time was not indicated. Charge time was 12.6 second approximately 24 days prior to the event and is programmed managed ventricular pacing mode, 90% apaced. The device was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.